Manufacturer narrative:
Reported events of failure to capture was not confirmed. Visual inspection of the device found no anomaly on the outer and inner helix; the helix lengths were within specification. Further analysis performed, including output verification found no anomaly contributing to capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to an implant procedure. After fixating the atrial leadless pacemaker failure to capture was noted. The device was unfixed, and a cardiac perforation was observed resulting in cardiac tamponade and pericardial effusion. The device was retrieved and a pericardiocentesis was successfully performed. The patient condition was stable.